Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported blower fan failure and gas supplies lost: safety valve open alarm. The customer reported there was patient involvement and no patient harm.